Event description:
It was reported that the patient's device had a power-on-reset (por) condition and the patient was unable to adjust stimulation. The reporter stated that the patient had had the por message on his patient programmer for 'weeks.' The patient was reported to have had tingling down his toe. It was also noted that the patient just had a CT scan done and his back was getting worse. Additional information received approximately 3 weeks later indicated that the patient was still having concerns regarding his device or therapy but was working with his doctor or medtronic representative.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but was working with their health care provider or company representative to resolve the issue. Additional information from the health care provider reported that the cause of the event was that the patient was having difficulty charging their device and finding the stimulator to charge it. The patient symptoms were reported as persistent low back pain and chronic leg and foot numbness. Reprogramming and patient education were planned. No further information was provided.

Event description:
It was reported that a patient had issues with recharging since the device was implanted. It was noted that the belt did not work for the patient and they had to sit very still to be able to charge. It was reported that recharging sessions took a long time. Follow up reported the last visit with the patient was (B)(6) 2012 at which time they were scheduled for re-programming to optimize pain relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).